Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Hand assisted colectomy: "midway through procedure performed by dr. (B)(6), alexis sheath became detached from inner green ring. E was not compromised according to surgeon explanation. Another gelport was opened to complete procedure." Type of intervention: "another gelport was opened to complete procedure." Patient status: "patient is in good condition. According to surgeon, unaffected by gelport malfunction."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon evaluation, engineering confirmed the complainant's experience of a torn sheath and noted a stretch mark where the film had torn. It is possible that the alexis® sheath was punctured by an instrument. A puncture, followed by tension on the film during placement, likely caused the sheath to tear. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.